Manufacturer narrative:
Weight and ethnicity is unknown/ not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient vacuum could not be sustained during the laser treatment. Doctor did not suppress the toric mark near the doctor's incision. This caused an issue where he had to suture the incision. Through follow up doctor stated that cataract wound would heal. No additional procedures were needed.

Manufacturer narrative:
Correction: section h4: in the initial report the manufacturing date was submitted as sep 15, 2014 however, the correct date is aug 1, 2014. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.